Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m163184 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-000 / lot m163184 and test base part number 190-430 / lot m163184 the lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163184 showed that the complaint rate is (B)(4) abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted. Confirmation testing on nasal swabs with pcr generated positive results. The customer stated the patient was symptomatic (sore throat, lost of taste and smell, congestion). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.